Event description:
A malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed to reach out again if the issue returns, and they understood the instructions.